Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. All steps were performed per instructions for use during prep and no issues of the device was observed. A mitraclip xtr was advanced and grasping was achieved, however the clip opened while establishing final arm angle (efaa). Troubleshooting attempts were performed, however the clip opened repeatedly. The clip was not implanted. The device was removed. Once outside the anatomy, another attempt to troubleshoot was done however when moving the whole handle, the clip suddenly jumped wide open from a closed position. Two other mitraclips were implanted, successfully reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement and clip jumpiness was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported unintended movement and clip actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.